Event description:
It was reported that this right ventricular (rv) lead showed an alert for high shock impedance out of range. The values were around 150 ohms. The rise was very gradual over the last year. It was discussed that if values go near the 150 ohms value, a maximum energy commanded shock was recommended. The rv lead remains in service at this time. No adverse patient effects were reported.